Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned unit was an unopened unit in its original packaging. Visual examination of the returned sample revealed that the bottom was detached from the cover block. It appears that the bottom was not properly welded onto the cover block , which would cause the staples, rail, and pusher to fall out of the stapler. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples, rail, and pusher to fall out from the stapler. Several actions to mitigate defects for this issue were established as part of a non-conformance, which was closed on august 30, 2022. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Original reported issue: staples were loose from the device during inspection at the same time.

Event description:
Original reported issue: staples were loose from the device during inspection at the same time. Issue found with sample return included evidence of biological material and a detached feed assembly.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73j2100447 investigation did not show issues related to the complaint.